Manufacturer narrative:
Submit date: 11/29/2017. An investigation of the reported condition was confirmed. The reported condition is confirmed. The sample received with this complaint has not been located. However, a picture of the sample is available, and the complaint is confirmed. A review of the device history record (DHR) involving the manufacturing lot number was performed during this investigation and no issues were found relating to the reported condition in this complaint. Potential root causes include: 1. The element was not the correct width. This would not allow enough pressure to be applied to the element to bond it to the gauze and 2. It is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element that may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. All device history records are reviewed and approved by quality prior to release of product. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for both loose and missing element during production. The lot met all defined acceptance requirements and was released. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the count in the product tube was wrong and the sponges did not have a radiopaque strip. Discovered prior to an operation.